Event description:
The complaint is now reportable based on the analysis completed on 12/20/2007. It was reported that during a coronary stenting treatment procedure, the balloon appeared inflated. A 3.5x16mm liberte' bare metal stent (bms) had been selected to treat an unknown lesion. During removal of the device from its packaging, it was noticed that the device appeared partially inflated. The stent was securely attached to the balloon, however, the portions of the balloon around the stent appeared partially inflated. The procedure was completed with another 3.5x16mm liberte' bms. There were no patient complications or patient "issues" reported. However, the returned product confirmed that the stent was partially deployed and damaged.

Manufacturer narrative:
Device analysis: visual examination of the returned device found that the proximal end of the stent was partially deployed and flattened. A build up of solidified contrast media was present in the inflation lumen, with traces of media present inside the proximal end of the balloon. The complaint description does not correlate with the findings of this investigation. The complaint indicates that the problem was noted during the unpacking of the device, however, it is clear from the condition of the returned device that the stent protector had to have been removed and the device was attached to inflation unit in order to inject contrast media through the inflation lumen and into the balloon. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution. It is noted that no similar complaints have been received to date for this particular batch of devices. All units are packaged with stent protector that is placed over the entire length of the crimped stent. If the balloon had been partially inflated at the manufacturing site, then it would not have been possible to package the device with the stent protector, as the protector would not fit over the profiles of a partially inflated/deployed stent. Therefore, the damage that was present is consistent with device mishandling.